Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus),'), device expulsion ('essure migrationmigration of essure device location of device: wall of uterus') and device breakage ('device breakage') in an adult female patient who had essure (batch no. B34602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test" and device ineffective "device ineffective". The patient's medical history included vaginal bleeding, anxiety, gastrooesophageal reflux and smoker. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), nausea ("nausea"), tooth disorder ("dental problems"), genital haemorrhage ("abnormal bleeding (general)"), psychological trauma ("psychological or psychiatric problems"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraine headache"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), alopecia ("hair loss") and vaginal haemorrhage ("vaginal haemorrhage"), was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, device breakage, pregnancy with contraceptive device, menorrhagia, fatigue, nausea, weight increased, tooth disorder, psychological trauma, bladder disorder, urinary tract disorder, migraine, vision blurred and vaginal haemorrhage outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the genital haemorrhage, vaginal discharge and alopecia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, bladder disorder, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, essure migration,fatigue, nausea, weight gain, dental problems discrepancy noted in removal date- (B)(6) 2017 and (B)(6) 2017. Insertion details:- the right side with 2 coils noted., on the left side there were 4 coils noted. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Most recent follow-up information incorporated above includes: on 29-jul-2020: pfs and medical record received- new event perforation (uterus), device breakage, abnormal bleeding (general), psychological or psychiatric problems, bladder disorder, urinary tract disorder, migraines / headaches, vaginal discharge, blurred vision and hair loss. Were added. Lot number, medical history and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy: birth - no complication') and device dislocation ('essure migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), nausea ("nausea") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed by hyst. (Partial) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pregnancy with contraceptive device, device dislocation, menorrhagia, fatigue, nausea, weight increased and tooth disorder outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, essure migration,fatigue, nausea, weight gain, dental problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event injury nos replaced with event pregnancy: birth - no complication, device ineffective, essure migration, pelvic pain, abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),fatigue, nausea, weight gain, dental problems and patient did not under go essure confirmation test. Patient demographic details, reporter and product information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.